Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation but does not reflect the full investigation window. Confirmation of the allegation could not be determined. The root cause could not be determined.